Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral occlusive arterial disease. The 100% stenosed target lesion was located in a non-tortuous and severely calcified right superficial femoral artery to popliteal artery. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for 60 seconds. However, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.